Manufacturer narrative:
(B)(4). Report source: (B)(6). It is unknown which lot is involved: lot: 381030. Lot: 931210. Lot: 928690. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the instrument fractured and the tip was retained in the patient. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 it is unknown which lot is involved: lot: 381030 mfg date: jun 11, 2019 sterile date: jun 11, 2024 UDI: (B)(4). Lot: 931210 mfg date: jul 17, 2019 sterile date: jul 17, 2024 UDI: (B)(4). Lot: 928690 mfg date: jul 16, 2019 sterile date: jul 16, 2024 UDI: (B)(4). Visual examination of the returned product identified that the tip of the device has fractured and was not returned. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.